Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient faced insulin flow blocked alarm event on 02-nov-2024.the blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6007674 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instructions (wi) 3802038 guideline for test of reference samples version 12 for the malfunction occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to wi 4902162 version18 test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi 4a02021 version 9 test on returned reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6007674 was manufactured according to the document 4902137 version 97 on the packing process in the machine 14, on 10/jun/2024, with a total of (B)(4) units. Review of the device history report (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.